Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that since early 2017 the patient¿s ins is loose and has been falling out of their bra and twisting when the patient bends over while doing exercises. The patient has to put the ins back in. It was noted the patient did ¿not have much meat¿ on their chest. The patient¿s healthcare professional (hcp) said to correct the problems they would have to go back in and ¿connect it to something more¿. It was noted the patient had seen their managing healthcare professional (hcp) for a routine programming session a week prior to this report, but would follow-up with them again. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating they had seen their nurse practitioner who had told them to not worry about the loose, moving ins. The patient also indicated the movement could have resulted from strenuous exercise.